Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing short v-v intervals and non-sustained ventricular tachycardia (nsvt) noise episodes. Reprogramming was performed to change sensing and pacing from bipolar to integrated bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Approximately 5 years later, the patient reporting hearing an alert. The rv lead was suspected to be fractured and the rv coil impedance was noted to be high. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.